Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certifcates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant caused by a fall. This is a conservative filing. This report does not indicate a product failure or malfunction and it does not indicate that the device was out of specification.

Event description:
In (B)(6) 2014, the surgeon performed a right side si joint fusion on the patient placing three ifuse implants. The patient fell shortly afterwards and began experiencing pain symptoms. The surgeon believed that the superior implant was pushed forward after the fall and was now compressing the nerve. 48 hours after the initial surgery, the surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter one. He also backed out the other two implants a few millimeters each just to be safe even though neither was close to the foramen. The patient's pain symptoms resolved following the procedure.